Event description:
It was reported that a pump alarmed for a system error 322. No pt injury has been reported.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.